Manufacturer narrative:
Due to additional information received, this supplementary report is being submitted for the updated field describe event or problem (b5), adverse event or product problem. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross transseptal sheath risk documentation was completed and confirmed that the event of leak and prolonged procedure are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event, since the device has not been returned to bsc for analysis, and the information provided is insufficient to confirm the cause of the failure.

Event description:
It was reported that a bmc transseptal sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, air was observed within the sheath and continued to be aspirated; therefore, the sheath was replaced. The procedure was completed using another device of the same type. No patient complications were reported. The device is not expected to be returned for analysis, as it was discarded at the facility. It was further reported that there was no leak observed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a bmc transseptal sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, air was observed within the sheath and continued to be aspirated; therefore, the sheath was replaced. The procedure was completed using another device of the same type. No patient complications were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross transseptal sheath risk documentation was completed and confirmed that the event of leak and prolonged procedure are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event, since the device has not been returned to bsc for analysis, and the information provided is insufficient to confirm the cause of the failure.

Event description:
It was reported that a bmc transseptal sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, air was observed within the sheath and continued to be aspirated; therefore, the sheath was replaced. The procedure was completed using another device of the same type. No patient complications were reported.